Event description:
The user alleges 2 weeks before notifiying manufacturer, the dreamstation 2 advanced auto CPAP started to not provide the prescribed pressure. The device is showing a pressure of 9 but the prescribed pressure is 13. The user alleges hospitalization for 4 days and the device has a nasty/ funky odor coming from the water tank. The device has not yet returned for evaluation. The investigation is on-going. A final report will be submitted when the investigation has been completed.